Event description:
It was reported that this right atrial (ra) lead was found dislodged during a routine follow up. Ra lead was successfully repositioned the next day. No additional adverse patient effects were reported.